Manufacturer narrative:
The insulin pump functioned properly and passed displacement test, rewind and basic occlusion test, occlusion test, excessive no delivery test and prime test. No motor error alarm and the motor passed motor test. However, the insulin pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received excessive motor error alarms. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI. After troubleshooting, customer was advised that insulin pump would need to be replaced.